Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc upgrade was performed and a solid state hard disk drive and software were replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and return to service.